Event description:
Reporter indicated a vns pt was found to be at unintended settings of 0ma output current. The vns settings were as intended on (B)(6) 2011. The pt had been out of the country for the previous two months but had not been seen by another physician. The vns output current settings was left at 0ma as the pt was noted to have high lead impedance. The high lead impedance was previously reported via MDR # 1644487-2011-01363. Attempts for vns programming history are in progress.